Manufacturer narrative:
The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The cause of the device entering the service application state was due to an unrelated surgical procedure the patient had, after which the ipg was inoperable. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain weight but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein ipg was explanted and replaced. Reportedly, effective therapy was established postoperatively.